Manufacturer narrative:
(B)(4). Date sent: 06/25/2025. D4: batch #unk. Additional information was requested, and the following was obtained: can you please advise if the patient has received any intervention to retrieve the staples? Abdomen was washed out and irrigation suctioned prior to closing. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech45s with lot number a9e655; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open nephrectomy procedure, the psee45a and gst45w were used for the first firing. Surgeon stated that the stapler had formed staples but only partially cut through tissue. Then ech45s and gst45w were used for 2nd and 3rd firings. Surgeon stated that no staples were formed in tissue and there were lots of staples floating around and did not cut tissue. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 07/09/2025. D4: batch #667c84. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that no suspect power cycles were noted. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The manual override door was removed and and the cam was noted engaged, disconnecting the motor from the drive bar, but the bailout lever is down. The cam was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review ==> a manufacturing record evaluation was performed for the finished device batch number 667c84, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/27/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 07/15/2025. Corrected data: investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that no suspect power cycles were noted. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The manual override door was removed and the cam was noted engaged, disconnecting the motor from the drive bar, but the bailout lever is down. This damage to the device is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The cam was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described of short cut or absent cut and malformed staple could not be confirmed as the device fired without any difficulties noted and no malformed staples were observed.